Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6570-0-136, delta v-40 ceramic head 36/0, lot code: 47146602. Cat. No.: 6720-0937, size 9 accolade ii 132 deg, lot code: 44317206. Cat. No.: 502-03-58f, primary tritanium hemi cluster hole cup 58mm, lot code: mlexte. Cat. No.: 2030-6540-1 6.5, cancellous bone screw 40mm, lot code: mmt5lp. Cat. No.: 2030-6530-1 6.5, cancellous bone screw 30mm, lot code: mmnvp1. Cat. No.: 2030-6520-1 6.5, cancellous bone screw 20mm, lot code: mmkyxy. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation indicated that, the provided medical information was submitted to a consulting clinician who deemed it and indicated that it was insufficient for a medical review. Confirmed event based on op report provided. Need more clinical information, pathology report and clinical history. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as insufficient patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Left hip: during study training, the new study coordinator informed the fcsm that the subject had their hip revised for infection. It is unknown at this time what components were revised.

Event description:
Left hip: during study training, the new study coordinator informed the fcsm that the subject had their hip revised for infection. It is unknown at this time what components were revised.